Event description:
The account alleged that the head of the bed had a slow drift. No pt impact.

Manufacturer narrative:
The account replaced the cardiopulmonary restriction valve to resolve the issue.